Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed its incoming vxi test. It was rerun ten times and all passed. Analysis also found that the upper and lower cases were broken and contaminated, the heart wire block, battery drawer, bail cover, ring cover, o-ring battery drawer, heart wire contacts and output connector were contaminated and the ring was bent. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.